Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).

Event description:
It was reported that there was a speaker malfunction error message, but it is unknown if there was sound coming from the device. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) informed the customer that due to internal regulatory requirements, questions must be clarified about the use and the possible behavior in the alarm case before delivery of certain spare parts. The customer informed that they currently received an error message of loudspeaker error but was unsure whether the device produced sound. The customer advised the rse that he would check the module and get back to the rse. Based on the information available and the testing conducted, the cause of the reported problem is unknown due to insufficient information. The reported problem was not confirmed. We are unable to confirm the final disposition of the device due to insufficient information, because the customer did not respond to requests for additional information.